Event description:
Pt's IV tubing was found broken at the connection after the pump, while a nss bolus was infusing. IV tubing was disconnected, and a new setup was obtained to continue the nss bolus.